Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.